Event description:
Per the clinic, the patient underwent a skin revision surgery during removal of the fragment of the abutment on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on december 18, 2023.